Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the peg tube device was put in place, the peg tube came out along with its internal bolster. A nasogastric tube was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned feeding tube revealed no visual damage/defect. It was noted that the condition of the returned device could not be evaluated with respect to feeding tube being pulled through the stoma site during initial placement. Based on all gathered information, the most probable cause for the reported issue will be documented as "not confirmed - returned" complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the peg tube device was put in place, the peg tube came out along with its internal bolster. A nasogastric tube was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.